Event description:
The customer contacted clearcorrect on (B)(6) 2025, stating the patient developed a rash in her mouth that spread to her eye.

Manufacturer narrative:
Clear correct findings: a complaint was filed stating "patient had a rash in her mouth that spread up to her eye. The patient is now going to see a dermatologist to find out exactly what she is allergic to. However, the allergy only appeared after she started wearing our aligners." No other information was provided, however, a request for additional information and photos has been sent. No changes have been made to the manufacturing process or materials that would result in potential reactions. Allergic reactions are a documented undesired side-effect of clear aligner therapy which are closely monitored via post-market surveillance. The trending data shows no negative impacts to risk/benefit, and the occurrence rate is within the expected range. Update february 19, 2025: photos of reaction received. Clinical evaluation: the complaint is a sole finding that a rash in the patient's mouth had spread to her eye. No additional information regarding onset, appearance, other signs and symptoms, resolution (if any) was provided. As such, any associations or statements are merely speculative. Common conditions involving rash, redness, irritation from the mouth to eye include herpes outbreaks. It is noted that the patient was referred to a medical expert for consultation. Update (B)(6) 2025: there is mild erythema on the left upper lip and on the tip of the tongue on the left side. Unfortunately, this doesn't contribute much to understanding the situation. If anything, this is more supporting of a herpes simplex outbreak as opposed to an allergic phenomenon through contact with an aligner.